Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image sensor unit and/or circuit board at the connector were damaged which led to the suggested event of no image. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned for evaluation. During testing, the reported issue was confirmed; the device relayed a black image with brown lines. In addition, the device's bending section adhesive was scratched; the body control unit was damaged; and the direction control knob had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
Customer reported to olympus medical that the evis exera ii bronchovideoscope relayed no image to the monitor. The customer reported the issue was found during procedure. No adverse effects to patient reported.